Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of protector p50 multi-pack experienced foreign matter contamination, which was noted during use. The following information was provided by the initial reporter: on (B)(6) 2020, the medical team encountered a problem with the phaseal system. Indeed, after use, the coring of a cytarabine bottle occurred. This was an isolated incident that occurred during use, with no clinical consequences for the patient. A second device from this reference and the same batch was used.

Event description:
It was reported that an unspecified number of protector p50 multipack experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: on (B)(6) 2020, the medical team encountered a problem with the phaseal system. Indeed, after use, the coring of a cytarabine bottle occurred. This was an isolated incident that occurred during use, with no clinical consequences for the patient. A second device from this reference and the same batch was used.

Manufacturer narrative:
H6: investigation summary no photos or physical sample of the protector involved in this incident were provided for investigation. Four photos were provided which display an injector connected to a syringe, however, there is no evidence of damage to the injector or any foreign particles. A device history review was performed for reported lot 1903117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Fragmentation testing is performed during manufacturing according to procedure, to evaluate any particulates generated by the injector and mated component after ten activations. Four retained protector samples of the same lot along with four retained injector samples from lot 1911112 were used for additional evaluation. Testing was performed and in all cases, the product met required specifications. Testing results performed during manufacturing were also reviewed for lot 1903117 and all results were found to be acceptable. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.